Event description:
It was reported a system error displayed. Followup with the company representative indicates he does not remember when the error occurred, it was either at start up or when he tried to update the programmer over the sdn (software distribution network). The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 analyzer. (B)(4).